Event description:
It was reported that the head end lift would work intermittently due to the sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.